Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer installed the latest firmware and receded the row board cables at the controller board for both main half-height drawers 5.1 and 5.2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user was able to remove the medication from another station located 5 feet away within the room. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.